Event description:
The customer reported an overload fault error message. This error causes the system to shut down resulting in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube was evaluated and replaced. A complete filament and generator calibration was performed. The system was tested and found to be working as intended and returned to service.